Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Codes b17, c20 d15 are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a generator. It was reported that during a surgical procedure, a handpiece caught on fire. The system did not display any errors, and the settings on the system at the time were unknown when handpiece plugged in. Event occurred intra-operatively and there was no reported impact on patient.

Manufacturer narrative:
A: patient information added b5: updated with additional information received. Additional codes: added f1908 for surgical delay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the surgical procedure performed was ICD-new, subcutaneous and there was a surgical delay of 10 - 15 minutes.

Manufacturer narrative:
H3: the complaint was unconfirmed. Upon receiving the device, it looked to be unused with no damage. The device was decontaminated and then tested per wi. Upon testing, the handpiece did work correctly and there was no smoke or small flames that formed and there was not any overheating. The coating is worn on the blade. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.